Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2013) is considered to be a best estimate. This emdr represents the bd mesh - ventralex (device 2). Additional supplemental emdrs were submitted to represent the bd mesh - ventralex (device 1) and ventralight st mesh using echo ps (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2013: patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of two ventralex mesh (device 1 and 2). Per op notes, "a supraumbilical incision was made, two ventralex mesh (device 1 and 2) were placed using prolene sutures." On (B)(6) 2016: patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with the removal of mesh (device 1 and 2) and implant of ventralight st mesh using echo ps (device 3). Per op notes, "taken down the adhesions off the mesh. The old mesh (device 1 and 2) were cupped from fibrosis and were removed from the abdominal wall. A ventralight st mesh using echo ps (device 3) was placed through the abdominal wall using sutures." On (B)(6) 2017: patient was diagnosed with recurrent incisional hernia thereby underwent repair with removal of mesh (device 3). Per op notes, "identified the mesh (device 3) and was removed. A sepramesh ip (device 4) was placed using sutures."